Event description:
Customer reported that pump button started to stick, requiring extra pressure to turn on. There was no reported impact to the customer¿s blood glucose level. No further troubleshooting was requested.